Event description:
This system was removed due to infection: lumax 340 hf-t, dmr 1028232-2008-01302. Setrox s 53, MDR 1028232-2008-01303. Linox sd 65/16, MDR 1028232-2008-01304. Corox otw-s 85-bp, MDR 1028232-2008-01305.